Event description:
The electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear has been severed. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.